Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿a small plastic particle" was observed in a small volume folfusor. The device was filled with flourouracil, 3150mg. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from july 22, 2019 - july 23, 2019. The actual device was received for evaluation. A visual inspection was performed and found tiny white striated marks located on the exterior surface of the bladder. The white striated marks are blooming antioxidant (ethanox), which is a component of the bladder material. No evidence of small plastic particle was found inside the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.